Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported an issue with an enteral feeding pump. Upon follow up request for more information on (B)(6) 2018 the customer states that the patient was overfed a significant amount and vomited. The pump was set to delivery 640-650mls at 40mls per hour. The amount delivered was not known.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A trend has been identified and a corrective action was previously opened to address this issue.